Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the reported issue cannot be confirmed and the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached multiple penumbra smart coils (smart coils) using a non-penumbra microcatheter. The physician then was unable to advance a smart coil out of its introducer sheath and into the microcatheter; the smart coil would bunch up going into the microcatheter. Therefore, the smart coil was removed and the procedure was completed using an additional smart coil. There was no report of an adverse effect to the patient.